Event description:
The customer reports batteries cannot be charged.

Manufacturer narrative:
(B)(4). The customer evaluated the device and isolated the issue to the ac power module. There was no reported pt involvement. The customer ordered a replacement ac power module to resolve the problem. The ac power module was not available for eval as the customer threw it away. No further communication was requested and none is warranted. We will consider this a failure of the ac power module where the ac power module failed to charge batteries.